Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1, pocket a3 failed, was grayed out, and medication could not be accessed. A field service engineer (fse) identified that the cubie pocket was broken and had been missed during recovery. Launched the hardware test application (hta) and released pocket 1.1 a3. Station was then rebooted. After returning to the application, the user logged in and loaded the medication into a different cubie pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 cubie a3 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.